Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn, as no device was returned.

Event description:
Patient was treated for periprosthetic femur fracture and had a 4.5 mm curved condylar plate implanted. Plate was noted as broken during a follow-up visit, and revision surgery was completed replacing with another plate.